Event description:
In 2008 - successful right stereotactic breast biopsy performed using intact breast lesion excision system. Five days later- post biopsy follow up exam revealed biopsy site to be clean and dry, with superficial eschar around the incision. Physical exam is otherwise negative. The following month, - biopsy site on right breast demonstrates a 1.5cm transverse dimension x 2.5cm longitudinal dimension partial thickness burn. There is good epithelization as pt treats this with neosporin and dry dressings. Will continue this process and allow this to fully epithelialize before proceeding with her follow-up right mammogram.

Manufacturer narrative:
The user facility did not retain the biopsy wand used nor did they record the lot number. Based on shipping records, either lot 626360 or lot 626361 could have been used for this procedure. Lot 626361 was manufactured on 01/08/2008 (exp date 01/2010). While the biopsy wand utilized for this procedure was not returned to intact medical, the user facility's breast lesion excision system controller and handle were made available for eval. The electrical eval of the generator showed one electrical voltage calibration point to be slightly high. Specifically, the 500 ohm voltage setting was measured to be 312 volts, or 4 volts over maximum. The specification for the voltage level at 500 ohms is a 296 to 308 volts. This has, however, been excluded as a potential cause for the reported incident. Even at this 312 volt level, the applied power from the system is 196 watts, far below the 230 watt maximum power delivered by this system during normal operation. All other parameters were found to be within specification.